Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 500mg/dl. The customer experienced rapid heart beat and muscle soreness. Troubleshooting was performed. The customer mentioned receiving no delivery alarms while staying in the hospital. Assisted the caller to run a fixed prime test and the insulin did exit and the device alarmed no delivery. Advised the customer that the insulin pump would be replaced. No further information was provided.